Event description:
It was reported that while using the surgical fiber during a prostate procedure, the connection between the fiber and the laser system was lost and could not be restored. The case was completed using an alternate procedure (turp). Patient outcome: "ok". There was no injury reported.